Event description:
Caller reported a cartridge alarm on the tandem mobi device, which occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Caller successfully loaded a new cartridge following assistance from technical support, resolving the issue and allowing insulin therapy to resume.